Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The most probable cause is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to leakage/seal problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had scope communication error e216. The issue was found during inspection for use. There were no reports of patient involvement.